Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged black power cable on the heartmate 3 system controller was confirmed via the submitted images. The reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log files. The submitted images revealed damage to the outer jacket of the black power cable beneath the bend relief. Throughout the submitted controller event log file, intermittent atypical power cable disconnect and low voltage hazard alarms activated while connected to the mpu due to the relative state of charge (rsoc) voltage of both power cables decreasing below the alarm thresholds. The alarms resolved each time when the rsoc voltages returned to the expected voltage range. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the controller was exchanged. Multiple attempts were made to obtain additional information regarding the resolution of the alarms, additional troubleshooting steps taken, and if the system controller would be returned; however, no additional information has been provided and to date, the controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis the device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing intermittent pump power alarms when the power cables were manipulated on the mobile power unit (mpu). It was noted that there was damage to the system controller's black power cable. Some low voltage and power cable disconnect alarms were also seen upon initial interrogation. The system controller was exchanged, and log files were submitted for evaluation. The event log file captured several low power advisory events while connected to mpu power on 20aug2025 and 22aug2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged black power cable on the heartmate 3 system controller was confirmed via the submitted images and during evaluation of the returned system controller. The reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned system controller. The account submitted images which revealed damage to the outer jacket of the black power cable underneath the bend relief. Visual inspection of the returned controller, serial number (B)(6), confirmed the damage observed in the submitted images. The controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Both power cables were manipulated, and no atypical alarms were produced. Throughout the submitted controller event log file, intermittent atypical power cable disconnect and low voltage hazard alarms activated while connected to the mpu due to the relative state of charge (rsoc) voltage of both power cables decreasing below the alarm thresholds. The alarms resolved each time when the rsoc voltages returned to the expected voltage range. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the controller was exchanged. Multiple attempts were made to obtain additional information regarding the resolution of the alarms, additional troubleshooting steps taken; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis the device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.